Event description:
It was reported that the surgeon did a revision of the primary hip done in 2001. The reason for the revision is unknown.

Event description:
It was reported that the surgeon did a revision of the primary hip done in 2001. The reason for the revision is unknown.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 2051-3056, lot # 59579901, description: secur-fit ha screwless cup 56mm; cat # 2041c-2854, lot # 59300101, description: crossfire 10 deg insert; cat # 6264-5-528, lot # c1hma9503001, description: 28mm +16 5-40 taper vit head obsolete rutherford. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.